Manufacturer narrative:
Additional information received indicates that as of (B)(6) 2016 the patient was reported to be in the ICU under observation. The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that a tpa was performed followed by a return of the power consumption to a baseline. Review of the controller log files revealed an increase in power consumption, surpassing normal consumption range, and a return to normal power consumption range on the same day, thus confirming the reported "high power' event as well as correlating with the reported event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the high power consumption was confirmed and the lysis therapy resolved the reported event, the most probable root cause of the "high power' event can be attributed to thrombus formation within the device.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that after log files were sent in after lysis therapy on (B)(6) 2016, that patient had required another round of lysis after suspected pump thrombosis. Additional information has been requested but has not yet been provided.

Manufacturer narrative:
Follow up 1 and follow up 2 were submitted in error, the information submitted belonged to MFR 3007042319-2016-02486. Additional information received on 07/04/2016. The patient had black urine and had high power alarms. The lab values show that the ldh was increased and the inr was uncontrolled at 1.33. There was concern as the patient presented to the hospital with a blood alcohol level of 3.40. Log files were sent in after lysis therapy on (B)(6) 2016, that patient had required another round of lysis after suspected pump thrombosis heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a sharp increase in power consumption and multiple high watt alarms logged on the reported event date, thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site the patient was admitted to emergency room (ER) for high watts. Patient was started heparin on admission and tpa was given on (B)(6). As of (B)(6), power and ldh were down to baseline. No additional information available.